Event description:
Customer reported a blood leak at the tubing around the collect pump #1 when the red blood cell pump (prbc) patient was not connected. After having installed the kit, prime started and alarm # 28 prime 4 occurred and nurse has verified that the collect line from the system pressure dome to the bowl was pinched. The nurse fixed the issue and resumed the prime that completed fine. Then the nurse connected the collect line to the prbc and, at 100 ml of whole blood processed, saw blood leak on the tubing around the collect pump. The nurse aborted the treatment, removed the kit and cleaned the pump desk. However, there was some blood under the collect pump handle. Service was dispatched per customer's request. Product was not returned.

Manufacturer narrative:
Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. A review of c110 was performed and there were no non-conformances associated with this lot. The lot met release requirements. At the time of this investigation, no trends were observed for this event type. However, CAPA (B)(4) was initiated to investigated tubing leak. The product was not returned for investigation, therefore, it could not be determined if the product met specifications. Complaints of this nature are known to occur in rare occasion and are being monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. Service order number (B)(4) was dispatched and completed. Instrument was cleaned and checked out ok. (B)(4).